Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the artisse was changed from 5x3mm to 4.5x3mm since it caused platelet aggregates due to inadequate sizing. The size was recommended by sim & size. There was no attempt to detach the first artisse. The site assessed as a serious adverse device effect. Additionally it was reported that the patient experienced headaches post procedure on (B)(6) 2026. The headaches were described as a pressure sensation, associated with flashes of light in the left eye (pre-existing vision problems due to glaucoma). The symptoms resolved with paracetamol IV on the same day. The site assessed the headaches as possibly related with the study procedure and disease under study, and not related to the antiplatelet medication, study ancillary device, or study device. The patient was undergoing surgery for treatment of a saccular, unruptured, bifurcation branch aneurysm of the left middle cerebral artery with a max diameter of 4.7mm and a 3.8mm neck diameter. Aneurysm dome height was 3.9mm and dome width was 3.2mm. Parent artery diameter distal to aneurysm was 1.8mm and proximal to aneurysm was 1.7mm. There was complete stasis and raymond and roy at the end of the procedure was class 1. Ancillary devices included a simons catheter, phenom plus catheter, and rist 079 radial access guide catheter.